Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The device was returned to the manufacturer with no reason for removal. The manufacturer's device tracking system indicated the patient was expired. No information on cause of death was known. Additional information has been requested.